Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2021 because the ipg was inoperable.

Manufacturer narrative:
Date of event is estimated.